Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (response buttons) was confirmed. Upon investigation the rear and front response buttons functioned intermittently. The root cause for the defective response buttons were unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were not functioning.